Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient noticed a lesion in the chest area near the left sternal border where the patient had a history of having a hematoma post-operatively. The lesion turned into a blister and opened with purulent discharge. A culture was performed while the patient was an out-patient in the lvad clinic, and the culture grew gram positive cocci in clusters. The patient was admitted on (B)(6) 2018 for sepsis and mediastinal infection which was tracking to the lvad. Antibiotic therapy of vancomycin was initiated, with debridement and dressing changes were performed. Persistent purulent drainage was observed. The patient underwent incision and drainage and wound-vac placement. The patient was treated with antibiotics. Echocardiogram did not reveal any device issues or endocarditis. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.